Manufacturer narrative:
Submit date: 02/25/2011. An investigation is currently underway. Upon completion, the results will be forwarded. Additional info was sought from the reporting facility. Per (B)(6) rn, on (B)(6) 2011, no further info would be provided to covidien at the advisement of (B)(6) hospital's legal department. (B)(6) stated covidien would receive medwatch forms from the FDA. (B)(4).

Event description:
It was reported to covidien on 02/11/2011 that a customer had an issue with a PICC. The customer reported that the rn taking care of a neonate noticed the PICC tubing was leaking from a small hole.